Manufacturer narrative:
(B)(4).the device was serviced by a baxter service technician. This is an ancillary service event. Visual inspection and functional testing were performed. The damaged central processing unit board was identified during visual inspection. The cause of the condition was unknown. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation by a service technician, a flogard infusion pump was found to have a damaged central processing unit board. There was no patient involvement. No additional information is available.